Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The symptoms of infection were swelling, redness and fever. The infection was believed to be procedure related and the patient was placed on antibiotics. No device malfunction was suspected.